Event description:
Vns patient passed away. It was reported that the patient died in the hospital of status epilepticus. Autopsy is pending. There is no evidence at this time that the ncp system caused or contributed to the reported event.